Event description:
The customer reported that x-ray was interrupted; a rebooting of the system is required.

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.